Event description:
It was reported that the insulin pump alarmed motor error during bolus. The blood glucose reading was 535 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a missing end cap sticker, a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.